Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the pre-test could not be performed as the device was received in two parts. Therefore, the reported condition was confirmed. It was further determined that the connecting shaft came loose from carrier shaft, there was an unknown liquid and debris found on internal components, and the blue line (marking) on gear sleeve was coming off. The assignable root cause was determined to be due to component wear from normal use and improper cleaning and care, which is misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that after an unspecified surgical procedure, it was observed that the quick coupling device broke in half. It was reported there was no patient involvement and all pieces of the device were retrieved. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.